Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was selected for use. However, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.